Event description:
Peripheral IV running at 20cc/hr. Tubing hung on 4/26/96. Found not infusing 2 days later, unknown how long it was occurring. Peripheral IV was lost and required restarting. Rn assumed pump non-infusion.